Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a seizure and was unable to self-treat, requiring third-party treatment of "glucose gel" (type/dose unspecified) and orange juice by a non-healthcare professional. Customer additionally reported a healthcare professional (hcp) performed a blood glucose measurement with result of 27 mg/dl, prior to diagnosing customer with hypoglycemia; it was not known how long a time past between readings. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Data analysis was consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a seizure and was unable to self-treat, requiring third-party treatment of "glucose gel" (type/dose unspecified) and orange juice by a non-healthcare professional. Customer additionally reported a healthcare professional (hcp) performed a blood glucose measurement with result of 27 mg/dl, prior to diagnosing customer with hypoglycemia; it was not known how long a time past between readings. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.